Event description:
The healthcare professional reported that during a stent-assisted aneurysm embolization procedure, the complaint device, a 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612 / 7178223) was impeded in the concomitant 150cm x 5cm prowler select plus microcatheter (606s255x / lot# unknown). The physician retracted the stent and microcatheter from the patient¿s anatomy and replaced the stent to complete the procedure. The microcatheter was not replaced. There was no report of any negative patient impact. On 11-jul-2023, additional information was received. The information indicated that the patient is a 70-year-old female patient with a history of hypertension and atherosclerosis. The target was a left posterior communicating artery aneurysm. Continuous flush had been maintained through the microcatheter. When the stent component was removed from the patient, it was still on the delivery wire. There was no damage observed on the stent / stent delivery system. Nothing unusual was noted about the system prior to use. There was no damage noted on the microcatheter. The replacement stent was not another 4mm x 16mm enterprise 2 vascular reconstruction device (vrd) (encr401612). The information confirmed there was no patient adverse event / complication due to the reported product issues. There was no clinically significant delay in the procedure as a result of the reported product issues.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier and date of birth were not provided. Section d.4: the expiration date of the device is not known as the device lot number is not available / not reported. Section e.1: the initial reporter phone: (B)(6). The initial reporter email address was not available / reported. Section h.4: the device manufacture date is not known as the device lot number is not available / not reported. Based on complaint information, the device is not available to be returned for analysis. The device lot number was not available. The manufacturing documentation review could not be performed without the lot number. With the information available and without the complaint product available to be returned for analysis, the reported issue in the complaint cannot be confirmed. The lot number of the device is not known; therefore, manufacturing documentation review not performed. Assignment of root cause for the event remains speculative and inconclusive, based on the limited information provided and without the return of the complaint sample; however, it is possible that clinical and procedural factors, including device manipulation / interaction may have contributed to the reported failure. As part of the post market surveillance program, information from this complaint is trended for statistical signals and corrective / preventive action may be triggered at a later time. Since there was no evidence to suggest the event was related to a manufacturing or design issue, no corrective actions will be taken at this time. This is one of 2 products involved with the reported complaint. The associated manufacturer report numbers are: 3008114965-2023-00455. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. This information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.